Event description:
The customer reported that the generator was in use with a non-covidien bipolar forceps and a non-covidien cheek retractor for a tooth extraction procedure. As the bipolar forceps were being used to cauterize a bleed, a burn occurred to the pt's left lower lip. The burn was described as 1cm in diameter, with some blistering. A small amount of tissue was excised and the area was stitched. The customer stated that the generator was not believed to be at fault. The unit passed inspection by the site's clinical engineering department and was placed back into use.

Manufacturer narrative:
(B)(4). To date the incident generator has not been rec'd for evaluation. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.